Manufacturer narrative:
Evaluation: visual inspection of the returned product found the lens optic torn. Pieces of the lens optic and haptic were torn off and missing. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked and no rough/sharp edges were found. A work order search was performed and no similar complaints were found. Conclusions: based on the complaint history, the work order search and the evaluaton of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
It was reported that as the surgeon was inserting an aa4203tf toric silicone plate lens, the lens ejected out of the cartridge faster than usual and upon insertion, the capsular bag ruptured. The lens was cut to removed and the incision was enlarged, but sutures were not required. A vitrectomy was not performed. The reporter stated the cause of the ruptured capsular bag was unknown and that this facility uses a competitors phacoemulsification equipment.